Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer due to a depleted battery caused by high current drain in hybrid assembly.

Event description:
It was reported that it was impossible to interrogate the device before implantation. No adverse events reported.